Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient developed an infection. The pulse generator was explanted. No further information was reported.